Event description:
It was reported that this pacemaker patient was undergoing a surgery, a magnet was over the device, and the patient was paced at 100 beats per minute (bpm). However, when electrocautery was used the patient intrinsic heart rate would decrease as the device was oversensing the electrocautery noise resulting in pacing inhibition. Technical services (ts) discussed that the magnet could be on the edge of the device, and to reposition the magnet if possible. The pacemaker remains in service. No additional adverse patient effects were reported.